Event description:
The handpiece was returned to the manufacturer for service, and during the investigation the repair team found that the blade mount is chipped. There was no pt involvement during this event at the manufacturer. There were no adverse consequences reported as a result of this event.

Manufacturer narrative:
The handpiece was received at the manufacturer for service and evaluation. During the investigation it was found that the blade mount is shipped. Based on the investigation details, this can occur if non-manufacturer blades are used with the handpiece or if the blade was not properly seated in the handpiece. This failure could render the handpiece useless due to a loose fitting blade. If the handpiece was operated in this failed condition, it may be possible that the blade would not cut properly due to this chip.